Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed. A conclusive root cause was not identified.

Event description:
A user facility reported to olympus that no image was produced when using the device. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device met documented requirements upon release. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely cause, based on similar reported events, that an external impact to the video connector occurred, resulting in damage to the circuit board inside the video connector. Alternatively, because deterioration of the a-rubber bonding and frayed bending section wire were confirmed, it can be inferred that the imaging cable contained inside the bending section may have been bucked or cut.